Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported (no information). An ophthalmic technician reports, a patient that is overcorrected in the right eye following refractive surgery. The surgeon's target for this patient was plano and at 3 months post-op, the patient's manifest refraction is -1.50-.50 x 170. Both bcva and ucva are 20/15.